Event description:
It was reported that on (B)(6) 2026, a 5-4mm amplatzer pda occluder was chosen for implant using an 5f amplatzer torqvue delivery system for the closure of a patent ductus arteriosus. During device preparation, resistance was noted in the loading system as the device did not allow crossing through the sheath despite being flushed and prepared according to the instructions for use (IFU). During the procedure, an attempt was made to retract the device back into the sheath; however, significant resistance was encountered and the device did not re-enter easily. Subsequent attempts to advance the device through the 5 f sheath were also unsuccessful, as the device did not move forward, and the device could not be fully retracted into the delivery system. This maneuver was repeated multiple times without success. The device came into contact with the patient, and no tortuous anatomy was noted. Due to the continued difficulty in both retracting and advancing the device within the 5f sheath, a 6f sheath was requested. A delay occurred due to the need to disassemble the 5 f delivery system and reload a 6 f delivery system; no product-related allegations were reported. After switching to the 6f sheath, the device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.